Manufacturer narrative:
The investigation for the reported issue has been completed. While in the field, the console failed to detect a pump during case start. The logs showed that the console was able to detect the pump connection but failed to read pump eeprom. In the logs, it is seen that during console boot-up, the optical bench state machine (ossiopsens) got stuck in post_start_state and did not reach post_ok_state. This prevents the software from reading pump eeprom. The root cause is bugs or defects in the software (excluding firmware). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller console glitch. The patient had a second impella cp device inserted and it appeared that the console would not recognize the pump. It stayed on the screen. The console was powered off and the case was restarted with the same error. The console was changed and the pump insertion went smoothly. There was no reported harm or injury to the patient.